Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were intermittently responding to button presses. The reporter confirmed that there were no rips, tears, or peeling of the rubber keypad and there was no known trauma to the pump. The reporter also confirmed that the audio bolus button appeared to be intact. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up, down, and contrast buttons were found to be unresponsive to presses. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.